Event description:
Transferred to our facility for emergent coronary artery bypass graft and foreign body removal after undergoing attempted stent placement at (B)(6) medical center. During procedure there, guidewire became caught in stent and broke off. Guidewire retrieved during surgery and returned to (B)(6) medical center per request of their risk management department.